Event description:
Customer called and reported that an alarm went off on the insulin pump that showed customer with a 487 mg/dl reading, however customer took blood sugar and it was in the 190 to 199 mg/dl. Customer was assisted in turning off alert silence. At the time of this report, customer's blood glucose was 198 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.